Event description:
Blood glucose results of "132 mg/dl" with a lifescan meter and "101 mg/dl" on a laboratory device, performed between 11-20 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, and strips, and control solution were replaced.